Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing shortly after implant. The oversensing was determined to be due to air bubbles in the device header. The device was programmed doo overnight and the air bubbles had resolved the next morning. No adverse patient effects were reported.